Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range, and high capture threshold measurements on the sense portion. Technical services (ts) was consulted, and no noise was present. Ts explained system should deliver a shock since shock impedance remained normal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).